Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 24, 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 525 mg/dl. Customer reports that the insulin pump was not accepting the calibration. Customer states that the insulin pump was communicating with the transmitter. Troubleshooting was performed. The insulin pump and the sensor will not be returned for analysis.